Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that universal surgical manipulator (usm) 3 was locked over the pulmonary artery. The customer did not call the tse for troubleshooting when the issue occurred. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtmr2) due to not registering when closing to match grips after arm swap. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtmr2 for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was analyzed. System logs found the mtm2 to indicate auto calibration issues along the gimbal, confirming the fault occurred in the field. The mtm2 was installed onto an in-house system where the auto calibration was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was applied behavior analysis (aba) tested and was verified that both grip levers, lever magnet, inner and outer springs to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to the grip levers, lever magnet, and inner and outer springs.

Event description:
Refer to h11 for follow-up information.